Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was completed on the cycler without any failures or problems. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid leaking from the cassette door of their liberty cycler during an unspecified phase of peritoneal dialysis therapy. The patient was connected to the device when the leak was discovered. The cause of the leak was unknown. The patient¿s peritoneal dialysis registered nurse stopped the treatment and disconnected the patient. There was no patient injury or medical intervention required as a result of the incident. The cycler was replaced and the patient has been able to complete treatment without further complications. Peritoneal dialysis therapy was ongoing. The cassette used at the time of the leak was not available for evaluation. The exact date of occurrence and general patient information were unknown. Additional information was requested but was unavailable.